Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included anxiety, cervical intraepithelial neoplasia ii, fibroids, low back pain, granuloma, plantar fasciitis and sciatica. Concomitant products included ibuprofen (motrin), iron from (B)(6) to (B)(6), leuprorelin acetate (lupron) and sulindac (clinoril). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and anaemia ("anemia"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain lower abdominal"). The patient was treated with surgery (hydrothermal ablation and to remove the essure implant/ diagnotic laparoscopy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia, urinary tract disorder, fatigue, abdominal pain, abdominal pain lower, anaemia and dyspareunia outcome was unknown and the vaginal haemorrhage, bladder disorder, dysmenorrhoea and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Events per pfs: anemia and dyspareunia (painful sexual intercourse). Events onset date, concomitant medication and medical condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 626903) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), nausea ("nausea") and abdominal pain lower ("pain lower abdominal"). The patient was treated with surgery (hydrothermal ablation and to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, urinary tract disorder, fatigue, abdominal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, bladder disorder, dysmenorrhoea and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received: lot number, new events: abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, abdominal pain, nausea, pain lower abdominal and reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.